Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reloaded the cartridge to resolve the issue.